Manufacturer narrative:
(B)(6) h6. Investigation summary: bd received 2 videos and 1 photo from the customer for investigation. Review of the photo and videos revealed blood pooling in the stopper wells of multiple tubes. Additionally, 20 retain samples were subject to draw-testing and visual inspection, and no tubes had any pooling in the stopper wells. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was confirmed for blood pooling in the stopper well. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h10

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, blood pooled in the stopper well. This occurred about twice a day over an unspecified period of time. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, blood pooled in the stopper well. This occurred about twice a day over an unspecified period of time. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-may-2024. H.6. Investigation summary: bd received twenty (20) samples, one (1) photo and two (2) videos for investigation. The photo and the videos were reviewed and the indicated failure mode for blood pooling was observed. Additionally, 20 customer samples were subjected to a draw test, and a visual inspection to inspect any pooling within the well of the stopper and the issue of blood pooling was observed. Also, 20 retain samples were subjected to a draw test and a visual inspection to inspect any pooling within the well of the stopper and the issue of blood pooling was not found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product of blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.